Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice device, it was reported that the home patient disconnected an empty heater bag and reconnected a full supply bag. This occurred during peritoneal dialysis (pd) therapy, while the patient was connected. The technical service representative assisted the patient in ending therapy and advised the patient to finish therapy with manual supplies or restart with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.